Event description:
It was reported that the patient had low flow alarms early in the morning and the patient attempted to increase their fluids. Log files were submitted for review and captured low flow events at 2:14:38 to 8:42:24 on (B)(6) 2025. It was additionally reported on (B)(6) 2025 that the patient experienced lightheadedness cause of the low flows was suspected to be inflow cannula movement with activity. The patient was administered multiple rounds of intravenous fluids (ivf). No surgical intervention was noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H6: medical device problem code 2522 - failure to align updated. Manufacturer's investigation conclusion: the reported event of inflow cannula movement could not be confirmed through this evaluation; however, review of the submitted log file confirmed the reported low flow alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, the account indicated that they were suspected to be caused by inflow cannula movement during activity. Additionally, a direct correlation between the device and the report of lightheadedness could not be conclusively established. The system controller event log file contained events from 07jan2025, per the timestamps. Multiple, transient low flow hazard alarms which were captured between 03:42 and 08:39. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the log file. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, entitled "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.